Manufacturer narrative:
Updated awareness date.

Manufacturer narrative:
(B)(4).

Event description:
The user is reporting the device was not able to be used when retrieved for a patient use event. The patient outcome is unknown.